Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. As a resolution, the fan was replaced. Feedback received from the customer that no alarms registered after fan replacement.

Event description:
The customer reported that alarm 325 - epc fan does not rotate correctly is triggered on this device. The stickers on top of the fan look burned due to high temperature. Patient involvement is unknown at this time.